Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on with a high blood glucose level of 400 mg/dl. The customer stated that their blood glucose level was as low as 49 mg/dl on the previous night. The caller did not provide further details about the hospitalization. The customer stated that the steroids they took caused their blood glucose levels to rise. The caller stated that they heard the insulin pump trigger a threshold suspend. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.